Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot#: va1mfrn, implanted: (B)(6) 2018, explanted: (B)(6) 2020,product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-dec-2021, UDI#: (B)(4). Codes refers to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that upon removal of battery during replacement procedure, lead was discovered to be broken in half, with half of the lead curled up in the pocket under battery. The electrodes portion of the lead remained in the sacrum. The patient stated no falls that they can recall. A new system was implanted. The issue was resolved at the time of this report.